Event description:
Facility alleges a clotting incident occurred during the dialysis treatment. The health care professional reported 2 dialyzers clotted before the end of treatment on the same pt. Estimated blood loss - 200 cc. Blood loss was due to blood left in the dialyzer when discarded. No serious injury or medical intervention reported as a result of this incident. This event involved one pt.